Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy. The right atrial lead was also found to exhibit loss of capture and high threshold. Programming changes were made and the implantable cardioverter defibrillator high voltage therapy was programmed off. The patient experienced feeling distraught and ill and did not want any further intervention performed.